Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements through the device and pacing system analyzer (psa). A lead fracture was suspected. Attempts to extract the lead were unsuccessful. The lead remains implanted but not in use. A new rv lead was successfully implanted. No additional adverse patient effects were reported.